Event description:
It was reported to philips that the device fails operational check at defibrillation testing. Customer to send to bench the bench technician evaluated the device and found the device has a reduced defibrillation power. The device needs a high voltage capacitor. The battery was found to be within specifications but at the low end. The device needs a high voltage capacitor. A battery replacement is a proactive action. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time. The battery was replaced as an act of customer satisfaction.

Event description:
It was reported to philips that the device fails operational check at defibrillation testing. There was no patient involvement.